Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per the fsr, he spoke with the ccp on (B)(6) 2015: to start the surgery, the ccp brought in some extension cords and plugged the two suction pumps into separate wall sockets. The pumps operated as intended and she started the case. The fsr called to troubleshoot with the ccp. The two pumps would not create suction because they were not on and were not connected to the batteries and the system base was plugged into an outlet with no power. Turns out one half of the o/r wall socket which the base and two pumps were plugged into was not working. The base started because it was running on battery power. When the base and two suction pumps were plugged into a working wall outlet, the base, all pumps and system functioned properly. The fsr recommended plugging the base into a different wall socket which worked to avoid the chance of the base shutting down during the case. The next day the fsr checked system calibrations and operation. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, two pumps were not suctioning and the other pumps were working properly. The device was not changed out, as the pumps started after being plugged into alternate wall sockets. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 16-dec-2015: the perfusionist (ccp) stated that while setting up for cpb, she had two pumps that were not working and the base was running on battery. The ccp grabbed an extension cord, thinking that a cord could be the issue. She spoke with the field service representative (fsr) who recommended she change outlets that the units were plugged into. After changing to a different outlet, the base and pumps functioned as intended. The user facility's biomedical engineer (biomed) came and checked the outlets and found that two outlets in the operating room (o/r) had no power going to them. There was no deficiencies with the unit. The ccp also added that they used the unit for a case the next day with no problems. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.